Manufacturer narrative:
H.10: the livanova field service representative that reached the facility noticed traces of water on the bridges during the visual inspection and shipped the device back to the manufacturer for repair. Based on the current level of information, the most likely root cause for the damaged pumps is the device overfilling by the user. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Livanova initiated an investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report that a heater-cooler system 3t display multiple error codes on the patient side. Moreover, it was reported that water was coming out from the front of the device. The issue was identified during routine disinfection. There was no patient involvement.